Event description:
Surgeon stated that two small intraoral lesions resulted from using this 5mm robotic monopolar cautery instrument. Cautery tip was on the instrument. Company called to inquire if additional cover is needed on the instrument. The answer was "no."